Manufacturer narrative:
Film evaluation summary; the exact cause of the proximal type I endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for comparison. CT¿s returned from 20 months post-implant revealed that the maximum aaa diameter was 65mm and the bifurcate was positioned 5 ¿ 10 mm below the renal arteries. The neck diameter at the level of the renals measured 28mm, and 10mm lower near the bifurcate proximal margin the aorta measured 32mm in diameter. The 28mm bifurcate appeared unopposed to the posterior side of the aorta with a resulting proximal type I endoleak. The neck contained calcification primarily on the posterior side, and was moderately angulated. It is likely that disease progression, neck dilatation, led to the lack of the proximal seal and resulting type ia endoleak. The cause of the residual type ia endoleak seen after the intervention with an endurant aortic cuff, which was later resolved after implanting 2-palmaz stents, could not be determined. Films during the intervention were not available. It is possible that implanting within the short (10mm), conical-shaped, and calcified neck may have contributed. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 65mm abdominal aortic aneurysm. It was reported that a type ia endoleak was identified from a CT scan carried out 22 months later. Intervention was performed with the implantation of an endurant aortic cuff to the level of the renal arteries followed by ballooning with a reliant balloon. Angiography showed a reduced type ia remaining. The physician noted that it was believed full seal was not being achieved due to a chunk of calcium and or thrombus in the proximal seal zone. Two palmaz stents were then deployed in the proximal seal zone and post dilated with a 33 and 35 zmed balloon. Final angiogram showed resolution of the event. No additional clinical sequelae were reported and the patient is being monitored.